Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Since the lot number was not provided, a record review was performed for the finished goods lots purchased during the past seven months for this item. Two (2) device history records were reviewed. There were no non conformances issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the mfg process of the needle lots. Per the needle supplier, the most probable root cause for the needle breakage could have been material selection/processing. However, without reviewing the device involved or reviewing or testing sterile samples from the same finished good lots, the exact cause of this complaint cannot be determined with certainty. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4)). Item number sxpd1b401, stratafix spiral pdo knotless tissue control device. CT-1 o pdo 30cm, finished good lot number - unk.

Event description:
It was reported that, "when doing a hysterectomy upon closing cuff, the stratafix needle broke in half. There were no pt consequences reported. (B)(4).